Event description:
Customer claim that the top of the screwdriver was broken during operation.

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided on a supplemental report.